Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited oversensing of parkinsonian tremors and undersensing of premature ventricular contraction (pvc). No programming changes were made. No patient consequences reported.